Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states: ''balloon pressure should not exceed the rated burst pressure.'' (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified atrioventricular branch. A 10/2.25 flextome cutting balloon was selected for use. During the procedure, it was noted that device had difficulty crossing the lesion due to calcification. The device was advance in the lesion again and inflated the balloon three times for 30 seconds. However, the balloon ruptured at 14 atmospheres during the third dilatation. The procedure was completed with a different device. No patient complication were reported and patient's status was stable.